Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding an unrelated alarm. During the conversation, the following information was reported. The hp stated he was in the hospital at the time of the call due to a stomach infection. The hp stated that the infection was related to the peritoneal dialysis therapy and the repositioning and replacement of the catheter. The hp stated he would perform therapy in the hospital. On (B)(6) 2012, the patient's son contacted customer services and reported the following information. On an unreported date "last week," the patient was hospitalized for peritonitis. Global pharmacovigilance provided the following additional information regarding the event. On (B)(6) 2012, the peritoneal dialysis nurse contacted customer services and reported the following information. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for the event. Cause of peritonitis was unknown. The patient was recovering from the event. The nurse stated the peritonitis event was unrelated to dianeal therapy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported incident. The following information was reported. On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2012, the patient was diagnosed with peritonitis and admitted to the hospital for the event. Cause of peritonitis was break in aseptic technique. During the patient's hospitalization the patient was treated with vancomycin intravenous (IV) (dose and frequency unknown). On an unknown date, the patient's pd catheter was discontinued and the patient was placed on backup hemodialysis. The nurse stated she is unsure if the patient will return to pd therapy. At the time of this report, the patient remained hospitalized. The patient was recovering from peritonitis. At the time of this report, the patient was not retrained on aseptic technique, since he is now on hemodialysis. The peritonitis was unrelated to any baxter disposables.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.